Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the right coronary artery (rca). The physician used a jr4 guide catheter and a workhorse guide wire to access the lesion. The physician first attempted to pass six different balloons through the lesion, but was unsuccessful in doing so. At this point, the physician decided to attempt atherectomy using the csi oad, but it should be noted that no angiography was performed prior to atherectomy. The workhorse guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed one run at low speed with no issue. During the next run, the device bogged down and stopped spinning in the middle of the lesion. It was observed that the csi saline pump had switched to stand-by as well. The pump was reset and the physician attempted to spin the device again (still in the lesion), but the device spun for a couple seconds, shut down, and the pump switched to stand-by. At this point, the oad was removed from the patient and angiography revealed a dissection. The physician resolved the dissection by performing balloon angioplasty and deployed multiple stents. During the procedure, the patient experienced st elevations and an increase in troponin levels, but was stable at the end of the procedure.